Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. There was no blood observed on the returned device. Inspection of the pod found no damages that would contribute to the reported event of bleeding. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl between 4 and 24 hours of wearing the pod. The patient stated the pod site was red and there was a bit of dried blood. The patient reported upon removing the pod, the cannula appeared normal. Based on the evaluation of the returned device, the cannula was found to be torn.